Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2a, d2b, d3, d4, g4 - 510k: this report is for an unk - screws: trauma rfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent an osteosynthesis for a radial diaphyseal fracture. After the surgery, a fracture occurred in the most proximal position of the screw. A revision surgery is scheduled for (B)(6) 2024. In the revision surgery, implants will be removed, and an osteosynthesis will be performed again with a plate. The initial surgery was performed approximately 5 years ago. The fracture treated in the initial surgery has already achieved bone union. The fracture this time occurred while playing rugby. No further information is available. This report is for one lcp metaphyspl 3.5 7ho l99 ti this is report 2 of 2 for complaint (B)(4).